Event description:
It is reported that the surgeon was screwing the acetabular shell onto the handle when the end of the handle broke off in his hand.

Manufacturer narrative:
Eval summary: visual inspection of the returned parts determined that there was deformation of the leading threads at the tip where the device mates to the acetabular shells, but a functional check determined that the threads still mated properly with trilogy/tm modular shells and could still be used. It was reported that the impaction cap detached while screwing the device into a shell. Considering the relatively low torque forces applied to thread the shell on, it is okay that there was/were fatigue crack(s) already present on/in the device before this operation. The device may have been damaged while not in use (i.e. Dropped during cleaning), while being used in a non-recommended fashion, or multiple other reasons, but the cause cannot be determined because the use history of the device is not available. Eval: as returned, the weld holding the cap (impaction surface) on the instrument has failed. The impaction surface has evidence of being well used over the lifetime of the device (5.5 years). Additionally, the leading threads that engage with the acetabular shell have been damaged. The device history records were reviewed and found to be conforming.